Event description:
It was reported that a large volume infusor was leaking from an unspecified location. The leak was described as ¿dextrose was leaking inside the plastic container¿ and ¿moderate moisture noted in the over pouch¿. The device was filled with dextrose. This issue was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. - (B)(6). H4: device manufacture date ¿ the lot was manufactured between january 6-8, 2025. H11: the device was received for evaluation. Upon sample receipt, visual inspection via the naked eye noted fluid inside the housing. A leak test was performed on the sample by filling their bladder with green color water to the nominal volume. Immediately after fill, a very slow leak was observed coming out at one side of the bladder crimp, inside the housing. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.